Event description:
It was reported that the user experienced overnight hypoglycemia and believed the ilet pump did not alert, though device alarm history and pump logs showed multiple low glucose and urgent low soon alerts during the period in question. Symptoms included low blood glucose. Outcomes included no hospitalization and recovery to an acceptable glucose level by the time of the call. Investigation included review of the pump alarm history and device logs and provision of education on potential contributors to nocturnal hypoglycemia and meal announcements. Investigation of this case revealed that the device generated the expected alerts and functioned as designed, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to user factors or physiological variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.